Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The same day as the event onset, pd therapy was discontinued and it was reported that the patient was going to change method to "cap" to use intraperitoneal administration of antibiotics (no further details regarding treatment was reported). At the time of this report, the patient was not recovered from the event. The reporter declined to provide additional information.